Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. During the procedure, cracks were found the reservoir connecting tube; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. During the procedure, cracks were found the reservoir connecting tube; however, the cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of cracks in the tube could not be confirmed through product analysis as the tubing was not returned. However, product analysis confirmed the allegation of mechanical issues as the pump did not pass the 8lb activation and the valve inactive state functional tests; these were concluded as the most probable cause for the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical analysis of the pump identified the tubing had been cut down to the pump block and was not returned. Under the microscope the pump deflation ball was seen to be misaligned as it seated too forward. Upon functional testing, it was seen that the pump did not pass the 8lb activation and the valve inactive state tests. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.